Event description:
Clinical information: (B)(6) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm epic plus mitral valve and 23mm epic max valve were implanted in the patient. Post operative, the patient had a complete atrioventricular (av) block. On (B)(6) 2025, a permanent pacemaker was implanted.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - sh device registry, patient site ID: e(B)(6). It was reported that on (B)(6) 2025, a 27mm epic plus mitral valve and 23mm epic max valve were implanted in the patient. Post operative, the patient had a complete atrioventricular (av) block. On (B)(6) 2025, a permanent pacemaker was implanted.

Manufacturer narrative:
An event of complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the complete heart block could not be conclusively determined. It is possible procedural condition or pre-existing patient condition contributed to the reported event; however, this could not be confirmed. The reported surgical intervention was results of case-specific circumstances as a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.